Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that foreign material could not be removed even if the correct reprocess was performed due to buckling of each channel or nozzle and it was found that the adhesive on the distal end peeled off or was cracked. In addition, the evaluation found an air/water leak from the body control unit due to cracking of the resin. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model gf-uct180, to olympus for repair due to a report that something was "stuck in channel." The problem, as reported to olympus, was identified during the user facility's reprocessing of the device. Upon inspection and testing of the returned device, performed by olympus, it was found that foreign material could not be removed even if the correct reprocess was performed due to buckling of each channel or nozzle and also it was found that the adhesive on the distal end peeled off or was cracked. This report is submitted due to foreign material found that could not be removed even if the correct reprocess was performed due to buckling of each channel or nozzle and the additional finding that adhesive on the distal end peeled off or was cracked. There was no patient injury, associated with the problems, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to date rec¿d by MFR. Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 23-mar-2022. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the adhesive peeling at the distal end likely occurred due to stress and/or handling the device. The cause of the foreign material likely occurred from the leak found in the control body. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.